Event description:
Information was received indicating that a smiths medical cadd solis vip ambulatory infusion pump was noted to have a residual volume of 23mls. There were no reported adverse effects.

Manufacturer narrative:
Other, device evaluation- the reporter did not report the total volume or amount of overfill for their infusion so it could not be calculated what accuracy rate was being reported. The device was returned for evaluation. The device was given delivery accuracy testing and the result was 0.49% above nominal which is within system specifications.